Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 32 mg/dl at time of incident and current blood glucose 104 mg/dl. The customer treated with granola. The customer alleges pump was over delivering and was not sure if auto mode shut off when she was low. The customer advised to disconnect from set and remove the reservoir from the pump. The customer advised to check the status screen and then visually inspect the reservoir. The customer advised to monitor and to call help line back if issue persist. The insulin pump will not be returned for analysis.